Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. The legal manufacturer performed an investigation. A conclusive root cause could not be identified. However, based on the available information, the investigation determined the likely cause of the reported event was the presence of foreign material adhered to the electrical contacts on the inside of the output socket. As stated in the instructions for use as a preventive measure: "properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result. " in addition, "before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction."

Manufacturer narrative:
The reported problem was resolved by the user facility through troubleshooting. Per the initial reporter, the original "probe" had some gel on it, causing the error. The socket was cleaned on the unit and the error code no longer occurred. The unit functioned as intended following the socket cleaning. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
A user facility reported to olympus that a "b30" scope communication error occurred. The problem, as reported to olympus, was first identified during preparation for use. The intended procedure was completed using similar equipment. There was no patient injury, associated with the problem, reported to olympus.